Manufacturer narrative:
The customer¿s report of ¿spike broke off at connection to bag access device¿ was confirmed. Visual inspection found that the IV spike was broken off from the bag access device. Stress marks were observed at the site where the spike broke off. No tool marks were observed. Functional testing was not performed due to the obvious damage. The root cause of the customer¿s report with ¿spike broke off at connection to bag access device¿ was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that while changing a bag from maintenance IV fluids to a bicarb infusion, the IV spike broke when twisting off a spiros on chemo tubing. It broke off and leaked at the spike end where it is bonded to the smartsite needle free valve. There was no patient harm.